Event description:
It was reported that this pacemaker went from a battery status of four years remaining to 1.5 years remaining six months later. The device battery was suspected to be depleting prematurely. Technical services (ts) discussed the option of obtaining a copy of device data for analysis. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally with stable power consumption and voltage. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker went from a battery status of four years remaining to 1.5 years remaining six months later. The device battery was suspected to be depleting prematurely. Technical services (ts) discussed the option of obtaining a copy of device data for analysis. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.